Event description:
It was reported that cardiac perforation and pericardial effusion occurred. This watchman laa closure device 33mm was selected for a left atrial appendage closure procedure. The sheath was in the appendage and ready for deployment of the device at least a couple millimeters off the back wall. During deployment there was a significant perforation through the back wall and pericardial effusion occurred. The device was not implanted and the patient was sent to surgery. The patient was stable and on bypass.